Event description:
It was reported that a spectrum pump had a constant air in line alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported constant air in line alarm was unable to be reproduced, but was confirmed through evaluation. Evaluation found low upstream sensor readings caused by a failed upstream sensor. Low readings are known to make the pump more sensitive to false air in line alarms. The failed upstream sensor was replaced.